Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, its estimated that the cause of the phenomenon is that images cannot be displayed due to a failure of the patient board set. However, the specific root cause of the patient board set failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset visera elite ii video system center was returned for inspection. There was no defect or malfunction associated with the device. However, upon inspection and testing the touch panel display was found to black out due to a defective printed circuit board. No death or injury was reported to olympus. This report is being submitted to capture the black out of the touch panel display.

Manufacturer narrative:
The repair inspection found the touch panel display to black out due to a defective printed circuit board. The device has minor cosmetic wear/deformation to the lower rear chassis. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.